Event description:
The right ventricular lead was returned to the manufacturer after being explanted due to the associated lead. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary - the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo and was observed to have blood ingression. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 lead, implanted: 2012-(B)(6). (B)(4).